Event description:
I, like scores of other (B)(6) clinic pts, was permanently harmed with the da vinci robot. Although I was given 5500cc of colloids and crystalloids during my surgery, the copy and paste" op note reported 150cc blood loss and no complications. (B)(6) stated he "had trouble," "could not see anything," "used a template," "had to guess," leaving anastomosis, bacteremia, peyronies disease, impotent, and totally incontinent. The generic op report states, "no complications." My bladder was stapled instead of the "fine baseball stitching" advertised. Dr. (B)(6), also a permanently harmed pt, informed me that we were test subjects without our consent, before he was "silenced" with a (B)(6) payoff by the clinic. The clinic refused to provide serial number or describe the da vinci failures which caused my harm. I lost my job as a 747 pilot. I am now disabled and in constant pain.